Event description:
It was reported that this programmer stated that the implantable cardioverter defibrillator (ICD) was in magnetic resonance imaging (MRI) protection mode, however, prior to the MRI, the health care professional (hcp) noticed that the device was not functioning as if it were in MRI mode. The patient was taken out of the MRI as a result. Technical services (ts) had the hcp reboot the programmer and reinterrogated the device. The device was not in MRI mode. The device was reprogrammed. No adverse patient effects were reported.